Manufacturer narrative:
Results: the neuron delivery catheter 070 (neuron 070) packaging card was folded near the top, and the packaging mandrel had a residue on it. The neuron 070 was kinked approximately 4.0 cm from the hub. The neuron 070 was stretched, kinked, and ovalized from approximately 100.0 cm from the hub to the distal tip. Conclusions: evaluation of the returned device revealed that it was stretched, kinked, and ovalized near the distal tip. The observed damage is consistent with damage that would occur if the product display box or the packaging card is impacted or otherwise crushed from the proximal end, subsequently forcing the neuron 070 distally on the packaging mandrel. If the neuron 070 is advanced far enough distally while still mounted to the packaging card, its distal tip may become pinned underneath the blank label that is used to hold the packaging mandrel to the packaging card. This will cause resistance when the neuron 070 is removed, and additional force will likely cause the catheter to become stretched. The fold observed on the packaging card, and the slight kink near the hub are consistent with evidence suggesting that the neuron 070 was impacted from the proximal end while still in its packaging. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the neuron delivery catheter 070 (neuron 070) became stretched at the distal tip upon removal from the packaging. The damage to the neuron 070 occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron 070.